Event description:
The customer reported generation of erroneous ise (ion selective electrode) patient results with low anion gaps for sodium (na), potassium (k) and chloride (cl) involving the dxc 700 au clinical chemistry analyzer. The customer did not provide patient data or demographics. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot the dxc 700 au clinical chemistry analyzer. The customer observed bubbles on tubing #6. The cts advised customer to replace ise tubing. The cts followed up with the customer and was notified that sodium, potassium and chloride electrodes used during analysis had expired in april. The customer replaced the ise tubing and all electrodes to resolve the issue. No further issues were noted after part replacement. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).